Manufacturer narrative:
Assessment of provided radiographic image confirmed that one of the posterior set screws is out of screw tulip. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fusion for spon dylolisthesis with stenosis and myelopathy. It was reported that revision of an vertex max from (B)(6) 2020 in (B)(6) 2021 because of setscrew which become loose. Screw remained, only set screw was exchanged. After surgery in (B)(6) 2021 setscrew become loose again. Revision surgery is planned. Patient had local pain. There were no further complications reported regarding the event.